Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a turbo-ject single lumen peripherally inserted central venous catheter set was found leaking at the junction of the purple hub and the corresponding extension tubing approximately four weeks after placement due to a crack/partial separation. The device was placed on (B)(6) 2021 in the patient's left arm for antibiotic treatment due to their severe cardiopathy. Daptomycine was administrated through the device, which was secured to the patient via statlock. The purple hub was used "often". On (B)(6) 2021, the medical team observed the crack. The crack was reported to have led to blood return and air bubbles in the catheter. As a result, the device was removed and replaced, which caused mild inflammation at the puncture site. No damage to the hub was noted. It was also reported that the patient was taking anticoagulation medication and under double antiplatelet aggregation. No other adverse effects to the patient were reported. This catheter was serving as a replacement for a previous one, which is reported under MDR ref. #1820334-2021-01818. It is unknown if the patient had the developmental/cognitive ability to understand the results of excessive tension being placed on the catheter and hub junction and connecting lines. Many children who are active find the tension to be disruptive to their activity and do not stop when tension is felt or the device is caught/pinched, i.e. Hub is caught in a small area and the child continues to pull despite the tension, device is connected to a stationary pump or IV pole and the patient continues to move. The patient was reported to be three-years-old at the time of the event. A pediatric patient would require assistance with activities of daily living (adl¿s) and transfer. This would include from the patient¿s crib/bed to an exam/imaging table or for an assessment, feeding or toileting. Inadvertent pressure may have placed on the hub and catheter junction by the caregiver or patient while performing adl¿s or during repositioning or transitioning. The securement of the device is unknown. If the device extension tubing and hub were also secured under a dressing, this could create additional pressure at the junctions of the hub and the extension tubing. There is no information regarding the patient environment (e.g., bed rails/medical equipment, other medical devices) that may have caused inadvertent tension on the catheter extension tubing and hub, i.e. Hub, catheter, or extension tubing gets inadvertently stuck in bed rails during bed/patient movement. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The device for the related report was returned to cook for investigation. At the junction where the purple hub meets the clear tubing there was partial separation. The device history record for the reported lot number was reviewed and no related non conformances were identified. A database search found no other customers have reported complaints for the lot. A review of the device specification was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place assure functionality and device integrity prior to shipping. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The set was supplied with instructions for use (IFU) which includes the following: intended use the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided and the results of the investigation, a definitive cause could not be established. It was not possible to rule out inadvertent tension placed on the device due to securement to the patient or while performing patient activities of daily living as a cause of these events. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject single lumen peripherally inserted central venous catheter set was found leaking at the junction of the purple hub and the corresponding extension tubing approximately four weeks after placement due to a crack/partial separation. The device was placed on (B)(6) 2021 in the patient's left arm for antibiotic treatment due to their severe cardiopathy. Daptomycine was administrated through the device, which was secured to the patient via statlock. The purple hub was used "often". On (B)(6) 2021, the medical team observed the crack. The crack was reported to have led to blood return and air bubbles in the catheter. As a result, the device was removed and replaced, which caused mild inflammation at the puncture site. No damage to the hub was noted. It was also reported that the patient was taking anticoagulation medication and under double antiplatelet aggregation. No other adverse effects to the patient were reported. This catheter was serving as a replacement for a previous one, which is reported under MDR ref. #1820334-2021-01818.